Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the graft was returned. Blue lines and carbon lining were identified on the segment which confirmed that this was a bard graft. The whole length of the graft appeared to be returned. On one end of the returned graft had the beading removed for approximately 10.0cm of graft length. No tears were noted in this portion of the graft. The other end of the graft also had the beading removed. The graft appeared spirally torn along the beading track of the graft length. There were no suture marks or holes noted along the entire length of the returned graft. Functional/performance evaluation: no functional testing was performed due to the condition of the returned sample (i.e. Torn graft material). Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one digital photo was returned and reviewed. One graft was packaged, identified as a bard graft. In the photo blue lines could be identified running along the length of the graft. The graft appeared to be spirally torn along the beading track. Based on the image the investigation could be confirmed for torn material. Conclusion: the investigation was confirmed for torn material, as the returned graft was spirally torn along the beading track. The root cause could not be determined based upon available information. It was unknown whether procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not remove the external spiral support (beading) from any centerflex¿ graft or endflex¿ graft. Attempts to remove the beading may damage the graft wall. If damage occurs, discard the graft precautions: when removing the external spiral support (beading) of impra flex¿ grafts, the beading must be removed slowly and at a 90° angle to the graft. Rapid unwinding and/or removal at less than a 90° angle may result in graft damage. Do not use surgical blades or sharp, pointed instruments to remove the beading as this may damage the graft wall. If damage occurs, that segment of the graft should not be used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an intraoperative procedure, upon removal of the beading from the vascular graft, the graft allegedly tore. There was no patient involvement.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an intraoperative procedure, upon removal of the beading from the vascular graft, the graft allegedly tore. There was no patient involvement.